Event description:
On (B)(6) 2000, the pt was implanted with an aus device. On (B)(6) 2011, the entire device was removed and replaced. No reason for the replacement was provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.